Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:38:52. During night drain cycle two, the patient's ultrafiltration reading was 869ml, indicating the home patient (hp) drained 869ml more than their maximum programmed fill volume of 1400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain in the "troubleshooting" section. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.